Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side "ruptured", "recalled", "pain" and "sagging." Device has been explanted.

Event description:
Patient reported a left side "ruptured", "recalled", "pain" and "sagging." Device has been explanted.

Manufacturer narrative:
Visual device analysis: visual analysis of the photographs identified two devices; a device appears to be intact and other device have an opening in the posterior side. The device is not labeled by side explanted. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.